Manufacturer narrative:
Analysis of the returned device shows that the type of breakage is consistent with an over-loading of the part during the insertion maneuvers. The origin of the over-loading may be attributed to the instrument inserted into the anterior handling hole instead of the posterior handling hole. The hypothesis is that the surgeon used the pencil type instrument included in the crescent set. In such configuration, the diameter of the pencil type instrument tip is bigger than the diameter of the anterior handling hole and excessive applied load may induce the breakage of its anterior wall.

Event description:
It was reported that a patient underwent an unknown surgical procedure. During the procedure, the instrument slipped and broke the cage. A new cage was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.